Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had pain and drainage at lead site. The physician confirmed that the patient had staphylococcus infection and it was not device related. The patient's implant site was irrigated and was installed with a wound vac. The patient was hospitalized and was on IV antibiotics.

Event description:
A report was received that the patient had pain and drainage at lead site. The physician confirmed that the patient had staphylococcus infection and it was not device related. The patients implant site was irrigated and was installed with a wound vac. The patient was hospitalized and was on IV antibiotics.

Manufacturer narrative:
Additional information was received that the patient was still experiencing pain at the lead site. It was noted that the patient was having more redness and drainage. The patient underwent an explant procedure. Model number/catalog number: sc-1160. Serial number: (B)(4). Batch/lot number: 350745. Model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.